Manufacturer narrative:
The reported event of the returned controller, (B)(4), experiencing a display failure could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. On (B)(6) 2015 at 14:29:18, a controller power-up event was logged. This indicates that the controller was reconnected to a power sources after both power sources were disconnected from the controller. The last data entry before the controller power-up event occurred at 14:08:40 while the controller was connected to (B)(4) on power port 1 and no power source was connected to power port 2. (B)(4)'s capacity was logged at 64%. The previous data entry, which occurred at 13:53:38, shows that the controller was connected to (B)(4) and (B)(4) at 67% and 99% capacity, respectively. After the controller power-up event, there is no subsequent motor start event or further data entries. This corresponds with the reported event details, which state that the patient switched to a backup controller. A controller power-up event occurs on (B)(6) 2015 at 11:25:41, but there is no subsequent motor start event or data entry, indicating that the controller was only briefly connected to power. (B)(4) had not received an smr upgrade. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The controller is available for analysis but has not yet been received. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient accidentally disconnected both batteries while preparing for a shower. The patient heard the alarm and immediately reconnected both batteries. The controller screen remained blank after reconnection, even after pushing the display button on the controller screen. The patient re-checked the battery and driveline connections, and waited about 5 minutes, but the screen remained blank. The patient exchanged his primary controller for his back-up controller. Log file analysis performed by the site indicated that the total pump off time was between 10-24 minutes. The patient remained asymptomatic during process and the issue resolved after replacing the controller. Investigation is ongoing.